Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. This failure can be detected and prevented according to the following ifus: 3.3 endoscope inspection. 3.8 inspection of the function in combination with related equipment. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited burn marks on the forceps holder. There was no patient involvement.